Event description:
Event description guidant received information that when the physician implanted the implantable cardioverter defibrillator (ICD) the clock was not synchronized with the programmer. The patient thought this meant the ICD would not function properly should therapy be required. In december 2003 guidant received additional information from the patient that at his first follow-up the physician indicated his ICD was not programmed on by the implanting doctor. The patient wanted to know if his ICD malfunctioned or was not turned on prior to this appointment.